Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received an inappropriate shock due to atrial tachycardia which fell into the programmed ventricular fibrillation zone. The device was working according to programmed settings. The device was reprogrammed and the patient was stable.